Event description:
During an arthroscopic knee repair with the use of a rigdfix system for fixation, while the surgeon was using the guide frame and drilling the cross holes through the condyle into the bone tunnel, the trocar kept running into the 8.5mm femoral rod, which resulted in metal shavings falling into the joint. All of the debris was removed from the body and the procedure was concluded successfully using an 8mm femoral rod without further issue or harm to the patient. Also see associated MDR 1221934-2012-00202.

Manufacturer narrative:
Received a guide frame and a part # 213718, an 8.5mm femoral rod, which has signs of trocar hits around the distal head; outside of this observations, the femoral rod appears in the ready to use condition, no further damage and no anomalies. The guide frame had no damage and no anomalies. Both of the devices were found to be true and straight. The femoral was assembled to the guide frame without issue or difficulty. A standard st rigidfix cross pin kit was employed; the sleeves and the trocar were assembled to the guide frame; there were no deviations noted, the trocars tracked true and straight within the assemblies to their target area without striking the femoral rod heads. Could find no fault with the complaint device; cannot discern a root cause for the reported user experience. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.